Manufacturer narrative:
Results of investigation: an opened sample was received for evaluation and during visual inspection it was observed that the top of the tubing where the oxygen connector, part number 65-1396g, is assembled to the vinyl tubing with part number 58-1833 was occluded. In addition, a functional inspection was performed to the unit and the unit did not pass the functional inspection. Therefore, the issue reported was confirmed. The device history record was reviewed for the lot number reported and no issues were found. Two years of complaints were reviewed and no trend was detected for this issue. During the investigation we reviewed different processes that may have contributed to this issue. We have concluded that manufacturing assembly personnel are related to this reported issue. When assembling the vinyl tube and the oxygen connector, it is possible that a solvent used for the assembly between the connector and the tubing mixed on the fingers of the assembly personnel with a different solvent that is used to apply a label to the inside of the bag for the finished product. The mixing of these two items on the fingertips of the personnel is what contributed to the occluded condition on the product. To correct and prevent this issue from occurring, the manufacturing assembly instructions have been updated to provide clear steps on inspecting the product for this condition before it is packaged for final shipment. In addition, visual aids have been implemented to help assist with the assembly of this product. Manufacturing personnel have also been retrained on the proper assembly of this product to prevent the mixing of the solvents used for final assembly.

Manufacturer narrative:
(B)(4) initial emdr submission. The sample has been requested from customer. At this time we are waiting for the sample to be returned from the customer. Customer stated there has been no patient impact/harm. If any additional information becomes available a supplemental submission will be filed. (B)(4).

Event description:
"Mask was placed, rate set at 8 lpm. No clearing or audible noise. Mask replaced, new mask cleared and audible flow heard. Visible occlusion or weld is noted at the proximal machine adapter weld. No injury to the patient"